Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the patient representative (pt rep) reported that the patient is having pain in the 'stump' for the last 4 days and the stimulation is not working. Caller said stimulation works sometimes and sometimes it doesn't. Agent walked them to increase the intensity. Caller said they are in group c and when they adjusted the intensity in program 1 from 0.1 to 2, the patient can't feel the stimulation. Agent instructed them to switch to a different group. Caller switched from group c to group a and in program 1 they adjusted the intensity to 1.0 but still they can't feel the stimulation. Agent redirected them to their hcp to set up an appointment with a rep to further address the issue.